Manufacturer narrative:
During our final investigation, it was discovered the initial MDR 1035166-2018-00063 report had failed submission. Based upon our findings, we have resubmitted this initial MDR report. The lead in question was capped, not explanted. Medical devices: other non-implantable / accessories / external / remote monitoring devices associated with incident: model: 8105, model: plds, model: 7460 , model: 7674, model: 8117, model: 6628, model: 6623, model: 8101. No other information or dates provided. A review of device history record (DHR) was conducted and there were no manufacturing rejects or anomalies recorded in the DHR affecting released product. The released device passed all in-process and qa final inspection steps before shipping to the customer. A complaint review of the reported lot found no additional reports involving this lot number. The permanent pacing lead final inspection procedure for this device indicates that the lead is checked 100 percent for electrical function. Final qa inspection of permanent pacing leads includes an insertion/withdrawal force test on is-1 connector on the first and last serial number of the work order and 100 percent inspection regarding: length measurement of the lead, distal spacing measurement, pull test on the connector, electrical dc resistance is checked ring to ring, pin to tip and pin to ring (on pr leads, use helix to connector pin as contact), measurement of "d" dimension on is-1 connector and tubing inspection is all done. Following that a general inspection is done of the following: verify proper application of adhesive, check outer hull to inner hull laser weld for proper placement, coil is checked for kinks, the connector sleeve and orings are examined for nicks, cuts, excessive flash or excessive adhesive residues on its surface, electrodes are examined for residue and scratches, rotational pin to pin hull laser weld is checked for proper weld, and helix is checked by extension and retraction. Prior to packaging the helix is completely retracted and protector tubing is attached. The pr flexion instructions for use (IFU) informs the user of these possible complications: with the use of endocardial leads, complications might occur during implantation, explantation, or at any time postoperatively and may require non-invasive or invasive techniques for management, as determined by the clinical judgment of the physician. Intermittent or continuous loss of pacing or sensing can be caused by a displacement of the electrode, unsatisfactory electrode position, breakage of the conductor or its insulation, an increase in thresholds, or poor electrical connection to the pulse generator. In addition, the IFU provides the user product awareness: the pacing leads are implanted in the extremely hostile environment of the human body. Because the leads are very small in diameter and must be very flexible, it inevitably reduces their potential performance and longevity. Leads may fail to function for a variety of causes, including medical complications, body rejection phenomenon, fibrotic tissue problem, or a failure of lead by damage, fracture, or by breach of their insulation. The IFU also precautions the user: perform procedure under fluoroscopic guidance. The lead was in use for treatment for over 15 years prior to being capped and abandoned. As the lead was capped, it was not returned for analysis. As a result, the allegations against this lead cannot be confirmed and a root cause of the suspected failure could not be determined. Based on the investigation, a CAPA is not required. This lead is no longer manufactured by oscor. Oscor will continue to monitor this device for complaint trends. The event will be re-evaluated if additional information becomes available.

Event description:
It was reported that clinical observations were observed during a pre-implant check at the hospital. The observations included undersensing; no underlying above 30 bpm, thresholds unipolar 2/0.4 bipolar 2.6/0.4, sensing set 6 mv. On the implanted right atrial (ra) lead. A new ra lead was implanted. No adverse effects were experienced by the patient. Additional information was requested however reporter advised no further information is available.